Manufacturer narrative:
A system displaying the ¿replace generator soon¿ message was reported to abbott. The device was not returned for analysis; however, event details indicate that the system was updated to resolve the issue. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017 during processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received. Date of event is estimated.

Event description:
It was reported the elective replacement indicator (eri) triggered earlier than intended. The wireless software update was performed clearing the eri message. The device is providing therapy.